Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of lamp running off back up bulb due to faulty igniter and power supply. The scope socket was worn out causing poor connection. Additionally, the air pressure and air joint socket are worn out and leaking. The non-olympus lamp have over 300+ hours which was out of specification. The faulty parts were replaced and inspected to meet olympus functional standards the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii xenon light source lamp malfunctioned. Upon inspection and testing of the returned device, it was observed that the device ignition failed. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the igniter and power unit malfunctions occurred due to deterioration over time caused by long-term use of the device. Since it had been over ten years that the device was delivered. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: always use the examination lamp designated below. To order new examination lamp, contact olympus.